Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws of the fenestrated bipolar forceps instrument were misaligned, and the wire broke. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint that the jaws were misaligned. The instrument was inspected under digital microscope and the grips were properly aligned. Failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The cable segment stuck out at the instrument's wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.